Event description:
It was reported that after a completed cardiac ablation procedure, a patient exhibited neurologic symptoms including vision impairment where the patient was unable to move left eye past midline consistent with double vision. Tee (transesophageal echocardiography) and CT (computed tomography) were performed. Magnetic resonance imaging (MRI) confirmed evidence of three bi-lateral ¿mini¿ strokes from or near the patient¿s brainstem. Hospitalization was extended due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0232146519 and data files were returned and analyzed. A log file ret urned from the field was viewed using the log file analysis tool. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p2 electrode in zone 1 of the catheter. Optical inspection of the lattice structure was conducted, revealing a broken wire at p2. In conclusion, the reported 'mini stroke' was not confirmed based on data analysis. The catheter failed the returned product inspection due to an open circuit and broken wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.